Event description:
One endeavor sprint over the wire drug eluting stent was implanted in the mid rca during the index procedure. Approx five months post index procedure, the pt presented with angina and gi bleed. The chest pain was likely due to microcytic anemia, extensive workup done, CT scans show multiple prominent lymph nodes, mass in right kidney. Gi bleeding event egd showed erosive, hemorrhagic gastritis, duodenal bulbar ulcers without visible vessels, not actively bleeding, mild reflex esophagitis, duientis. Pt received 4 units packed red blood cells during admission. In the investigator's opinion, the angina and gi bleed events were not related to the study device or procedure and were probably related to the study drug. Pt was taking the study medications at the time of the event. Pt recovered with treatment.

Manufacturer narrative:
(B)(4). Eval, results: (gi bleed).